Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported break was unable to be confirmed; however, there was a tear in the distal shaft that leaked. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure the 2.75 x 23 mm xience xpedition stent delivery system could not cross the lesion and the balloon broke. The stent was not implanted. Another stent delivery system was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.